Event description:
On (B)(6) 2015, the lay user/patient contacted lifescan (lfs) (B)(4), alleging that her onetouch delica enhanced lancing device had a cocking control issue. The complaint was classified based on the customer service representative (csr) documentation. The patient reported that the alleged product issue began in the morning of (B)(6) 2015. The patient informed the csr that she manages her diabetes with oral medication, diet and exercise and denied making any changes to her usual diabetes management regimen in response to the alleged issue. The patient reported that on the morning of (B)(6) 2015, after the alleged issue began, she developed symptom of being ¿shaky¿. The patient reported treating herself with food and/or drink at 8:00am in response to the symptom. The patient claimed no other blood glucose tests were performed on any other device. At the time of troubleshooting, the csr noted the product was not being used for the first time and there was no indication of misuse of the device. The csr reviewed the patient¿s technique on how to use the lancing device and the alleged product issue could not be resolved. Replacement product was sent to the patient. This complaint is being reported because the patient reportedly developed a symptom suggestive of severe hypoglycemia after the alleged product issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.